Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a lead migration. No additional details were provided. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the event involved a loss of pain relief. X-ray results on 2013-(B)(6) showed the lead migrated to the left shoulder area. Interventions included a device surgical repositioning and the lead was re-anchored on 2013-(B)(6). Etiology was related to the device or therapy and not related to the implant procedure. It was noted the event resolved without sequelae on 2013-(B)(6).

Event description:
Additional information received reported that which of the two leads migrated was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).